Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and the alarm log review were performed and no issues were noted. Functional testing and battery testing were performed and the device alarmed ¿battery low.¿ the cause was determined to be due to low voltage. To address this issue, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.